Event description:
It was reported that an unknown set experienced a no flow. The nurse spiked a bottle of albumin, inverted the bottle, and opened the vent. The solution was observed to start flowing slowly. The fluid stopped flowing as the albumin approached the first y-site. The nurse used a syringe to prime the remainder of the set with saline. The set was then loaded into a sigma spectrum pump and infusion was started. This malfunction was observed during priming prior to patient connection; there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. The customer reported condition could not be confirmed; a root cause was not identified.